Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that before the implant procedure, during exercise on the table, the helix screw of the lead was unable to be extended. The lead was not used for the procedure and was replaced with a new one. No patient complications have been reported as a result of this event.